Manufacturer narrative:
Updated fields-b4, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Corrected fields-d9, h6-medical device problem code. Event summary and root cause efvaluation-it was reported through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp) had pump shaking and bouncing and poor augmentation. There was no harm or injury reported. (B)(6) called because when she took over this morning, from the night nurse the pump had a message of no zero on it. She told me that during the night when the patient was in a fib with rvr the pump was shaking and bouncing around per the night nurse. And almost bounced out the door. At the time esp spoke with anabel, the patient was in sr 90s and there were no noises or shaking of the pump. Texted image of the pump screen revealed autoecg1 is to1 and fair looking arterial waveform with sub optimal augmentation. Esp personal recommended she have the provider check the placement of the catheter tip on the morning cxr, which may explain the poor augmentation. Esp also recommended she compare a strip now with one on the last shift to compare the augmentation. There was no stop cock at the catheter hub, so esp did not have her check a blood return. Esp personal did have her put the pump in standby and flush the lumen for 15-20 seconds, and then zero it. She said the waveform looked the same but at least she had indices: 122 by 67 (94) aug 116. They discussed possible reasons for the poor augmentation, which esp personal encouraged her to discuss with the provider. She had esp number to call back if there were any further questions. Based on the information provided, esp personal did have anabel put the pump in standby and flush the lumen for 15 to 20 seconds, and then zero it. Anabel said the waveform looked the same but at least she had indices 122 by 67 (94) aug 116. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had pump shaking and bouncing also poor augmentation issue occurred. There was no harm or injury reported.